Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen separated from the device when the user removed it from a belt clip, resulting in a fractured display/touchscreen assembly; the user temporarily taped the screen back onto the device, and no alerts or alarms were reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.